Event description:
During index procedure two amphirion deep pta balloon catheters were used to post-dilate the target lesion. Approximately 2 months post index procedure the patient was reported as suffering from stenosis of the target lesion. A medtronic balloon was used to treat the right ata and a non-medtronic balloon treated the right pta.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion). (B)(4).